Event description:
It was reported, this patient had a fall. And review of the device data was requested. A boston scientific technical services consultant observed, atrial tachycardia response (atr) events, due to noise and oversensing. There is no evidence of noise on the right ventricular (rv) channel. Therefore, the patient's fall is not suspected to have caused the clinical observations on the atrial channel. The consultant recommending, further troubleshooting be performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).